Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly, the customer is wearing the cartridge tubing facing up. Tandem clinical support educated the customer that the mobi cartridge is to be worn facing down when in use. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Customer declined to further troubleshoot the issue with tandem technical support, therefore no additional information was obtained. Reportedly, the customer reverted to an alternate method insulin therapy.